Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimu lator (ins). It was reported that the battery was dead for three plus years. The ins shifted in the pocket. A power on reset was performed. It is unknown if the event resolved. The patient is alive with no injury. Additional information was received from the rep and it was reported that the ins was dead because the patient hadn't charged it for over three years. It is still unknown if the ins shifted in the pocket. The power on reset was unsuccessful. The patient and healthcare provider (hcp) will discuss whether to remove the ins or replace giving the patient wishes.